Manufacturer narrative:
The device eval and any additional findings will be provided, upon conclusion of the device eval.

Event description:
A female pt received a burn during an electrotherapy treatment. The clinician was treating the pt's shoulder. The burn measured approx 1/2 inch in diameter. Pt one of two.

Event description:
Pt received a burn during an electrotherapy treatment. The clinician was treating the pt on the calf area, when the pt received a burn measuring approx 1/2 inch in diameter.